Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, loosening of implant, and metallosis. A review of invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, loosening of implant, and metallosis. A review of invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to pain and a loose acetabular component. Revision operative report noted the presence of a thick adherent scar, a bursa, no bony ingrowth on the acetabular cup, metallosis and synovial hypertrophy. The acetabular cup, modular head and taper adapter were removed and replaced with a competitor's acetabular components and a biomet head and taper adapter.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-03164 / 03166).